Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate auto mode switching episodes due to competitive atrial pacing were observed. Rapid atrial pacing after device mode switch was also noted. Patient was asymptomatic. Suggested programming changes will be made during patient's next in clinic visit.